Manufacturer narrative:
Eval summary: issue: leakage. Evaluation: regulatory compliance complaint lab received one (1) 1cc loose syringe with no polybag which customer claims started leaking when she was injecting insulin. Customer was not sure how much insulin she received. Product was evaluated and it appeared that leakage was due to insufficient epoxy inside barrel tip which holds cannula in place. Confirmed manufacturing defect. Product forwarded to manufacturing for further investigation. Complaint history check was also performed, yielded no other complaints against lot number 9019124 for the same issue.

Event description:
Consumer reported that when she was injecting insulin, syringe started leaking and she was not sure how much insulin she received. Consumer called pharmacist who advised her to take additional dose of insulin.